Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer declined troubleshooting from tandem technical support (cts). No additional information was provided. Customer¿s blood glucose level was "high" on the continuous glucose monitor (cgm). Customer took no correction action for the elevated blood glucose level at the time of the call.